Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator lot# serial# unknown product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint. Patient reports their battery was removed in the early 2000's and can't remember the specific dates. Furthermore, they state the electrodes and wires that picked up current from the ultrasound are the original wires from their first stimulator that was implanted. They state only the stimulator was replaced and finally removed, and the wires were have grown in the areas of their spine. Lastly patient states having the stimulator was the best thing that ever happened to them as it gave them their life back and means to take care of their family and self.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_ins_stimulator (); product type: 0197-implantable neurostimulator; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that one had died and was replaced. Pt said replacement took place on a friday - the doctor couldn't get the leads to connect to the ins and had to "call (B)(6) and have adapters flown in" while being laying on the operation table for 3 hours with sterile/wet towels over incision. Then, the following monday, pt turned stim on, which "shocked the dickens" out of them. Pt notified their doctor and was told they "had a screw loose" and needed to have the new ins replaced on the next friday. Pt had to again lay on the operating table and wait for adapters to be flown in for the second replacement. Pt said they no longer had any devices implanted, only leads left behind. Pt mentioned that scars hold leads to their spinal cord. Pt wanted to get another ins, but the last doctor they spoke to turned them away due to the scar tissue. The caller was redirected to their healthcare provider.